Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, post marketing adverse event reporting for medical products and dietary supplements during a pandemic. The device returned to omsc for evaluation. The evaluation of the subject device confirmed that the reported event wasn't reproduced and there was no damage and failure on the device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. It is likely that the reported event occurred due to an accidental failure, because the device recovered automatically and the event wasn't reproduced.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that few hours after starting gastrectomy, the subject device suddenly powered off. The device was restored immediately, but the user completed the intended procedure by exchanging the device. There was no patient injury reported.